Event description:
Major pump unit(s) involved: external control system failure;no failure just inability of controller to communicate with power module.specific component(s) involved: internal controller malfunction;unable to communicate with power module read data or change pump speed.intervention(s): replacement of external controllerimplant device type: lvad.

Event description:
Major pump unit(s) involved: external controller system failure.specific component(s) involved: internal controller malfunction.